Event description:
The physician believed this problem is more related to the ventricular catheter, because when he handled the shunt, the valve drained properly. As a result the surgeon removed the valve mechanism (silicone pump) in order to facilitate the procedure.